Event description:
I was (B)(6), my husband (B)(6) had "robot heart problems" and they recommended we put in a defibrillator. "How long is life and when you can get 6 months later defibrillator (B)(6) a pounding landed next to me in bed." Not only did he have me behind but he left a (B)(6) daughter behind too. That's been no help for us. Cause of death is failure of equipment happened back in 2012. All you need is the death certificate of (B)(6), died (B)(6) 2012, (B)(6). FDA safety report ID # (B)(4).